Event description:
It was reported that the patient was unable to get through the filling procedure. The blood glucose reading was not given. The patient was advised to take another reservoir and connect it with the infusion set. No further information was provided.

Manufacturer narrative:
The reservoir was unable to perform the manual prime test becauce there was physical damage to the barrel.